Manufacturer narrative:
Device evaluation the evaluation of the returned device confirmed the report of pump thrombosis. Upon disassembly of the pump, a thrombus formation was found surrounding the outlet bearing ball and partially occluding the blood flow path between the stator blades. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its specific origin could not be conclusively determined. The area of denaturation on the thrombus as well as the contact marks noted on the outlet bearing cup indicate that the thrombus was present while the pump was supporting the patient; however, a duration of time for which it was present in the device could not be determined. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, it's partial obstruction of the blood flow path could have contributed to the reported elevated ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's outside labs showed a lactate dehydrogenase level of 1000 u/l. The patient was admitted to the hospital and was treated with heparin for hemolysis. On (B)(6) 2016, the patient underwent a pump exchange. No additional information was provided.

Event description:
Additional information: it was reported that the pump was exchanged due to pump thrombosis.